Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a broken pusher block involving an infuso.r. Pump was confirmed but not reproduced during device evaluation. The assignable cause was determined to be a damaged pusher block. The pusher block assembly was replaced to fix the reported condition.

Manufacturer narrative:
(B)(4).the device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility representative reported an infuso.r. Pump with a condition of broken pusher block. This condition occurred during programming/setup in the anesthesia department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.